Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The abscess rate seen ((B)(4) worldwide reportable incidents out of estimated (B)(4) procedures performed to date) is approximately (B)(4) of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Clinic reported a patient who developed an abscess in right axilla 27 days post miradry treatment. Prior to the diagnosis, the patient experienced numbness and tightness in the right arm and hand. After the abscess was incised and drained, the clinic suspected the lump was pinching off a nerve and recommended to message the affected area. Medication (type unknown) was prescribed. Patient stated the symptoms improved.